Manufacturer narrative:
(B)(4). The customer returned one unit 528236 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 35 staples left in the cartridge. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. No functional problem was found with the returned sample. Per DHR the product visistat 35w non-sterile lot # 73g2301076 was manufactured on 07/26/2023 a total of (B)(4) pieces. Lot was released on 08/02/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time, as there were no functio nal issues found with the returned sample. The reported complaint of "misfire/jam staples not releasing" could not be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the skin stapler jams at the handle. When you operate it, the handle gets stuck". As a result, a new stapler was used to complete the procedure. Additional information received states that a small wound dehiscence occurred. The patient's current status is "unknown".